Manufacturer narrative:
Concomitant product: 5086mri implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the system was explanted due to infection. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.